Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was being used for a stone extraction procedure. According to the complainant, the technician inspected the device and found a crack on the covering. The case was completed using another polaris ureteral stent. The patient's condition was reported as "fine", post procedure.